Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-03325 / 03326 & 03331).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to an unknown reason. The cup, head and liner were removed and replaced. A second revision occurred on (B)(6) 2013, due to loosening of the acetabular cup. It was noted during the procedure three of the four screws in the cup were fractured.